Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip was deployed on (B)(6) 2011. On (B)(6) 2011, the pt went in for a routine follow-up ultrasound. The pt had no symptoms but the physician could not feel a distal pulse. The vascular surgeon discovered a dissection of the right common femoral artery where the angio-seal anchor was deployed. The surgeon removed the device and repaired the artery. The pt recovered and is stable and discharged from the hospital. The pre-deployment angiogram and angio-seal deployment all reportedly went well.